Manufacturer narrative:
(B)(4). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional significant information obtained on 06/13/2016: the event required a new hospitalization. On (B)(6) 2015, the patient expired.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.

Event description:
It was reported that on (B)(6) 2011, the patient presented with a st elevated myocardial infarction (stemi) and elevated troponin. A 2.5x28mm promus stent was successfully implanted in the posterior lateral coronary artery lesion. On (B)(6) 2014, the patients clopidogrel was discontinued and aspirin remained ongoing. Additional information was obtained from another facility that on (B)(6) 2015, the patient expired due to multiple organ failure. Per physician, the patient death is unknown if related to the device or procedure. There was no additional information provided.